Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
Surgeon was preparing the femoral canal in an exeter trident case. He had templated for a 44 #0 stem, however found the canal to be too tight, so he decided to use the consigned 44 short stem as his primary implant.